Event description:
During preventative maintenance of the device, the field service representative reported that the cooler heater would not heat. Since the event occurred during preventative maintenance, there was no pt involvement during this event.